Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. The customer declined assistance from tandem technical support regarding the issue, but customer did confirm that connection was regained. No additional patient or event information was available.